Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that there was a small cut in the cord of the device. It was determined that the cut in cord was due to mishandling of the device by allowing the cord to come in contact with a sharp object. The assignable root cause was determined to be component damage due to user error, abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that before an unspecified surgical procedure it was observed that the foot control device would not do anything. It was reported that there was no delay in the reported event as an identical spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.